Event description:
Applied medical, direct drive, disposable laparoscopic clip applier x 2 devices had the clips jam in the applier during the surgical procedure. Dates of use: (B)(6) 2014. Diagnosis or reason for use: laparoscopic cholecystectomy.